Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a physician attempted to use resolute onyx drug eluting stents to treat two calcified lesions in the lad. The distal lesion was treated successfully however when the proximal lesion was stented a serious distal-end edge dissection which resulted in vessel occlusion was observed . This required placing a third stent to overlap the first two stents that had been placed. The patient developed ventricular fibrillation which was successfully managed. The physician has described the event as catastrophic.